Manufacturer narrative:
Device received with operating currents within spec. Device passed displacement test and self test. Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to motor error alarms. Device alarmed unexpected restart after battery installation due to broken solder joint at the c13 interface board. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019, on 07:00 pm due to a low blood glucose level and blood glucose level was 75 mg/dl and 43 mg/dl when admitted to hospital, current blood glucose was over 266 mg/dl. Cause of hospitalization was low blood glucose. The customer treated for low blood glucose with juice and dextrose in intravenous. Customer will return device for analysis.